Event description:
Issue occurred, during a total laparoscopic hysterectomy procedure. Although, a delay was reported, the duration was unspecified. The procedure was completed with a replacement device. The device was inspected, prior to use and a color bar was reportedly displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the reported error (e116) was not reproduced. Therefore, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an error code e116-olympus television (otv) error. It is unknown when the issue occurred. There were no reports of patient harm.